Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 20, 2021.

Manufacturer narrative:
This report is submitted on 18 mar 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to electrode migration. The patient was reimplanted with a new device during the same surgery.